Event description:
It was reported that there was poor image quality.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the account tied an issue tag to both units and request replacements/ review. [Update -the camera and coupler are experiencing glitching during procedures. It has come through spd 2 times with a repair tag because I did not catch the issue the first time. The glitching does not occur immediately, only after a few minutes into the case. ] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although there was no problem found with the coupler, the probable root cause of the occurrence could be cuts in the camera cable causing issues with the image on the monitor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was poor image quality.